Event description:
It was reported that the system shut down completely during a post operative scan. According to the report, the ultrasound device spontaneously displayed an error message during the examination requiring a restart by pressing the ok button. Under normal circumstances, this could be a minor inconvenience. However, the user stated that they utilize this ultrasound device during fetal surgery. If this problem were to occur in the operating room, ultrasound visualization of the fetus could be lost for several minutes. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.